Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving lioresal at 50mcg/day via an implantable pump. It was reported that the patient¿s pump and catheter were explanted on (B)(6) 2022 due to an infection. The patient would be getting a new infusion system implanted next week. It was unknown any environmental, external or patient factors that may have led or contributed to the issue or any diagnostics or troubleshooting performed. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event.